Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) began emitting beeping tones following a motor vehicle accident. A guidant technical services (ts) consultant recommended interrogating the device to evaluate device/lead continuity. To date, there have been no reported patient symptoms or therapy delivery issues associated with this clinical observation.